Event description:
The customer, a biomedical engineer, reported receiving the unit from an internal source with the speaker disconnected. The monitor displayed a "primary speaker error message." The speaker was reconnected, and the audio was then functional.

Manufacturer narrative:
The speaker was reconnected by the biomedical engineer and was then found to be functional. A review of the service history for this unit was performed, and there have been no previous services or complaints associated with this unit and no similar reports of disconnected speaker wires. At this time it is unk how the speaker wire became disconnected.